Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who experienced no audio output. The international distributor claimed that the patient was driving and felt the receiver vibrate. The patient proceeded to stop the vehicle. The distributor claimed that the patient because unconscious and later awoke. No medical intervention was necessary.